Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation of the device it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery drive device was not working. During in-house engineering evaluation, it was determined that the unit did not function, had no voltage from the electronic control unit, failed the check in off mode, check the oscillation/forward/reverse function, power with the test bench and sticky trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.